Event description:
The pt received the scs trial leads on (B)(6) 2011. It was reported that the pt went to the emergency room due to a fever. The pt also experienced neck stiffness and headaches. The physician decided to explant the leads. Physician decided to explant the leads. Physician decided to explant the leads. Physician anticipated that the symptoms were unrelated to the devices. Culture results were found negative for csf, fungal, gram stain and acid fast. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.